Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there were lines on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to the verifying screen with the appropriate audible and vibratory alerts. A blank line was observed in the display screen. The pump casing was open and no physical damages were found with the display. The display screen was replaced with a test display screen which was found to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.